Manufacturer narrative:
The screws could not be evaluated as they remained implanted. No definitive root cause could be established. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components. Postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On (B)(6)2024, seaspine was made aware of two screw fractures related to the mariner posterior fixation spinal system. The provided x-ray show that both screws have fractured at the neck. No revision surgery is currently planned. No further information was provided. This report is for 1 of 2 units.